Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode. Upon review of the episode it was noted that the charge time was 16.7 seconds and the last capacitor reformation was 8.6 seconds. There were concerns regarding the longer charge time observed for the vf episode. Boston scientific technical services (ts) recommended performing a save-all to disk and returning for analysis. Additionally it was reported that this patient had fallen, passed out and broke their neck as a result of this situation.

Event description:
Additional information indicates that all subsequent charge times have been within normal limits therefore, the physician plans to continue to monitor the patient at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Engineering review of disk data confirmed the long charge time reported. The first attempt recorded a charge time of 16.69 seconds for a 41 joule shock. The shock was appropriately delivered and recorded a 43 ohms impedance. Shortly thereafter an automated capacitor reformation recorded an 8.54 second charge time. This is unusual device behavior and likely indicates some sort of device anomaly. The root cause of the long charge time cannot be determined via a memory analysis and discussion of potential causes is purely speculative. It was recommended that the physician either continues to monitor the patient or explanted and replace the device.